Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system after a pump reset, with the caller stating the user needed to consume substantial carbohydrates to bring glucose into range; troubleshooting and education were provided, including discussion that the algorithm requires time to adapt. Symptoms included hypoglycemia witha blood glucose level of 66 mg/dl. Outcomes included use of oral glucose. Investigation included a review of user-reported performance and provision of troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause, with no device alerts or alarms reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.